Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for the ipg replacement was due to patient wanted an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.